Event description:
Pt had a left hip arthroplasty in 1999. Is admitted for revision of left hip arthroplasty. During the procedure the head, acetabular liner, and femoral components were all removed and replaced.